Event description:
Arjo became aware of an event involving the maxxair ets mattress replacement system that had been placed on a citadel plus bed frame. The customer reported that ¿the side deflated and the patient fell out of the bed.¿ as a result, the patient sustained a head injury requiring sutures classified as a serious injury.